Event description:
It was reported that a minicap transfer set was leaking from the twist clamp. The event was further describe as ¿small leak of fluid from the back of the roller clamp from the miniset¿. This was observed by the nurse when the patient visited the clinic. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.